Event description:
It was reported that patient presented in clinic. Upon interrogation it was noted that pacemaker exhibited incorrect measurement and showed incorrect battery estimation. No intervention was performed. There were no patient consequences.